Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns system was tested and system diagnostics returned low impedance results with dcdc code=0 and normal mode diagnostics returned impedance results within normal limits dcdc code=3. Review of the available programming and diagnostics history showed normal impedance results through (B)(6) 2013. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. X-rays dated on (B)(6) 2015 were reviewed by the manufacturer. The generator appeared to be placed in the upper chest in a normal arrangement. The filter feed-through wires appears to be intact. The pin connector was found to be fully inserted. The electrodes appeared to be placed in normal arrangement. Tie-downs appear to be holding the lead. Part of the lead near the generator was not visible, as it was behind the generator. No suspected lead break was found on the visible parts of the lead. No known surgical interventions have occurred to date.